Manufacturer narrative:
The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a patient follow up, it was discovered that this right ventricular (rv) lead was not capturing in the ventricle at maximum outputs. A chest x-ray was performed and confirmed that the lead had dislodged. A revision was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.